Manufacturer narrative:
This report is submitted on september 14, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to poor performance. The patient was re-implanted with a transcutaneous osia implant system during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 16, 2021.